Manufacturer narrative:
An event of postoperative cerebral infarction, heart failure, aortic regurgitation, leaflet tear, structural valve dysfunction, and replacement of the valve with a transcatheter aortic valve was reported in a research article. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Article case description: it was reported through a research article identifying a 23mm trifecta valve that may be related to a serious injury. Specific patient information is documented as unknown. Details are listed in the article, titled a case in which tav in sav was effective for severe aortic regurgitation after aortic valve replacement. On an unknown date in 2014, a 23mm trifecta valve was implanted. On an unknown day in (B)(6) 2018, the patient was hospitalized for emergency heart failure. The patient was diagnosed with severe aortic regurgitation associated with a leaflet tear. This was determined to be due to structural valve deterioration from endocarditis that the patient had since recovered from. The patient was treated with a transcatheter aortic valve in surgical aortic valve replacement. The patient was reported to be in good condition following the implant.